Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain:chronic') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, cervicitis and dysplasia. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea") and menorrhagia ("abnormal bleeding"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal general bleeding"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy,left ovarian cystectomy). At the time of the report, the pelvic pain, menorrhagia, abdominal pain and abdominal pain lower had resolved and the genital haemorrhage, dysmenorrhoea and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2010, (B)(6) 2010 (discrepancy noted in insertion date). As per mr , on (B)(6) 2018-total hysterectomy (uterus and cervix removed) - left ovarian cystectomy. On (B)(6) 2020-unilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: result not available. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain:chronic') and menorrhagia ('abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, cervicitis and dysplasia. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal general bleeding"), the first episode of abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal pain lower ("cramping"), the second episode of abdominal pain ("abdominal pain") and complication of device insertion ("unsuccessful implantation on left side"). The patient was treated with surgery (d & c and hysterectomy with bilateral salpingectomy,left ovarian cystectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, abdominal pain lower and the last episode of abdominal pain had resolved and the dysmenorrhoea and complication of device insertion outcome was unknown. The reporter considered abdominal pain lower, complication of device insertion, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: (B)(6) 2010, (B)(6) 2010 (discrepancy noted in insertion date). As per mr , on (B)(6) 2018-total hysterectomy (uterus and cervix removed) - left ovarian cystectomy. On (B)(6) 2020-unilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: result not available. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-dec-2020: pfs received event " abdominal pain, unsuccessful implantation on left side" were added. Outcome of events " pain and bleeding" were updated as recovered. Date of insertion and removal were updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain:chronic') and menorrhagia ('abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, cervicitis and dysplasia. Concurrent conditions included menses irregular and postmenopausal bleeding. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal general bleeding"), the first episode of abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal pain lower ("cramping"), the second episode of abdominal pain ("abdominal pain") and complication of device insertion ("unsuccessful implantation on left side"). The patient was treated with surgery (d & c and hysterectomy with bilateral salpingectomy,left ovarian cystectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, abdominal pain lower and the last episode of abdominal pain had resolved and the dysmenorrhoea and complication of device insertion outcome was unknown. The reporter considered abdominal pain lower, complication of device insertion, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: (B)(6) 2010(discrepancy noted in insertion date). As per mr , on (B)(6) 2018-total hysterectomy (uterus and cervix removed) - left ovarian cystectomy. On (B)(6) 2020-unilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: there is patency of the left tube. Right essure device appears obstructed. Ultrasound scan vagina - on (B)(6) 2014: uterus anteverted wnl essure visualized on right side not appreciated on left (patient did not have it placed on left). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-apr-2021: medical record received. Reporters information, lab data and medical history were added. There was no significant change in the medical context of case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain:chronic') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, cervicitis and dysplasia. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea") and menorrhagia ("abnormal bleeding"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal general bleeding"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain lower ("cramping"). The patient was treated with surgery (bilateral salpingectomy other (please specify) - left ovarian cystectomy,unilateral salpingectomy). At the time of the report, the pelvic pain, menorrhagia, abdominal pain and abdominal pain lower had resolved and the genital haemorrhage, dysmenorrhoea and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2010, (B)(6) 2010(discrepancy noted in insertion date). As per mr , on (B)(6) 2018-total hysterectomy (uterus and cervix removed) - left ovarian cystectomy. On (B)(6) 2020-unilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: result not available. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2020: mr received, new event menorrhagia, and dysmenorrhea were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.